Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. The weld was fractured all around the handle. There were several impaction marks, nicks and gouges observed on top of the device near the removable nose of the instrument. There were also several scratches/gouges observed on each side of the body and on top of the device near the drive chain retaining pins. These off-axis impactions are not consistent with intended use and lead to unintended stress on the device. Other observations: the ratchet housing weld was cracked all around, however, it functioned properly while simulating attachment/detachment of the cup simulant and the reported event does not suggest the impactor released or was unable to tighten during impaction of the implant; there was a splatter of foreign material near the impaction plate on the metal handle; the returned complaint sample was etched per applicable drawings. A manufacturing review did not reveal any discrepancies. In summary, the off-axis impactions observed are not consistent with intended use and led to unintended stress on the device which may have cause the observed handle weld fracture. The reported event is attributed to use error. No further investigation is required. Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that a fissure was detected close to the seam of the handle. No adverse events were reported as a result of the malfunction.